Event description:
The surgeon used a 3.0mm coupler for anastomosis in a bilateral free flap. When the jaws of the delivery system were brought together, the pins did not approximate. The pins protruded on the outside of the coupler. The 3.0mm coupler was removed and a 3.5mm coupler was successfully used on the vein. There was no patient harm.

Manufacturer narrative:
The jaw assembly and one coupler ring were returned for evaluation. The ring was not inside the jaw. The jaw assembly looked to be in good working order and there were no defects found. Both of the jaw slot areas were measured and were in specification. The ring was examined under magnification ranging from 30x to 70x. There were two bent pins on the ring. The ring also had some deformities on one of the flat edges, indicating that the ring had been squeezed by an instrument. One hundred percent functional alignment testing is performed on each device during the manufacturing process.